Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damages or defects. The device was powered on and the g segment on the top 2nd digit of the red led display on the device did not illuminate due to defective 7 segment display component d2 on the system board. The device was found to visually and audibly alarm during alarm conditions and was able to obtain readings. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the center display has a segment that will not light. No patient impact or consequences were reported.